Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 418 mg/dl at the time of the call. The customer stated that they do not want to trouble shoot the issue at the time of the call and do not want to return the reservoir back for analysis. The customer stated that they had the issue with the alarm twice and would like to have their insulin pump replaced. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.